Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing fluid in the housing. The reported condition of a leak was confirmed, through a visual examination of the unit. It was determined that the cause of the leak was a missing film wrap. The missing film wrap condition was due to operator error, during the film wrap assembly process. In order to address this issue, a machine upgrade was implemented in the manufacturing process. No other observations were noted on the unit.

Event description:
It was reported that a ce infusor lv 5 had a leak. The problem was noted prior to product use and there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.